Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("blood circulation issues"), coital bleeding ("vaginal bleeding during intercourse") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy in 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, cardiovascular disorder, coital bleeding and dyspareunia outcome was unknown. The reporter considered cardiovascular disorder, coital bleeding, dyspareunia, hypersensitivity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (ess205) inserted for contraception and permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, allergy to metals (skin reaction to imitation jewelry.) And menarche (at 11 years old). No relevant medical history. Family history included melanoma (mom died of melanoma). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced haematuria ("hematuria"), micturition disorder ("voiding syndrome"), dysuria ("dysuria"), pollakiuria ("frequent urination"), abdominal pain upper ("pain at the level of the left hypochondrium"), nausea ("nausea") and diarrhoea ("diarrheal stools"). On (B)(6) 2011, the patient experienced sciatica ("lumbosciatica / low back pain"). On (B)(6) 2015, the patient experienced anaemia ("anaemia"). On (B)(6) 2016, the patient experienced gastrointestinal pain ("intestinal cramps"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge with a foul odor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction"), abdominal distension ("abdominal swelling"), coital bleeding ("vaginal bleeding during intercourse"), cardiovascular disorder ("blood circulation issues"), varicose vein ("varicose veins / varicose veins lower limbs"), peripheral venous disease ("venous insufficiency"), asthenia ("asthenia repetition"), oral herpes ("oral herpes episodes") and sacroiliitis ("sacroiliitis"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), ciprofloxacin, clindamycin hydrochloride (dalacin), dexketoprofen, diclofenac, enoxaparin sodium (clexane), ferrous glycine sulfate (ferroglycine sulfate), ibuprofen, metamizole, omeprazole, paracetamol, tetrazepam, tizanidine, troxerutin (troxerutine), sclerosis and surgery (total hysterectomy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, abdominal distension, coital bleeding, vaginal discharge, cardiovascular disorder, varicose vein, peripheral venous disease, haematuria, micturition disorder, dysuria, pollakiuria, abdominal pain upper, nausea, diarrhoea, sciatica, asthenia, oral herpes, anaemia, gastrointestinal pain and sacroiliitis outcome was unknown. The reporter considered abdominal pain upper, anaemia, asthenia, diarrhoea, dysuria, gastrointestinal pain, haematuria, micturition disorder, nausea, oral herpes, peripheral venous disease, pollakiuria, sacroiliitis, sciatica, vaginal discharge and varicose vein to be unrelated to essure (ess205). The reporter considered abdominal distension, cardiovascular disorder, coital bleeding, dyspareunia, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: follow-up (B)(6) 2022: insertion information: 3 rings visible on each side. Removal surgery on (B)(6) 2017 without complications. On (B)(6) 2017 she reported improvement of the symptoms that led to removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Blood chloride (98 - 106 mmol/l) - on (B)(6) 2017: 107 mmol/l. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2011: 214 mg/dl; on (B)(6) 2012: 220 mg/dl; on (B)(6) 2015: 207 mg/dl. Blood potassium (3.5 - 5 meq/l) - on (B)(6) 2012: 5.3 meq/l. Blood triglycerides (45 - 150 mg/dl) - on (B)(6) 2012: 40 mg/dl. Haemoglobin (12 - 18 g/dl) - on (B)(6) 2015: 11.5 g/dl; on (B)(6) 2017: 11.6 g/dl; on (B)(6) 2017: 11.6 g/dl. High density lipoprotein - on (B)(6) 2011: <5 mg/dl [40 - 60]; on (B)(6) 2015: 71mg/dl [40 - 60]. Mean cell haemoglobin concentration (33 - 37 g/dl) - on (B)(6) 2011: 32.2 g/dl. Pathology test - on (B)(6) 2008: endocervix - macroscopic description: coming from the endocervix, mucous material that measures 1x1x0.6 cm as a whole. Pathological diagnosis: endocervical curettage: endometrial mucosa in intermediate proliferative phase. Endocervical mucosa is not remitted. Exocervix - macroscopic description: coming from the ectocervix, several fragments measuring 6 mm together. Pathological diagnosis: diagnosis: endocervical biopsy: cervical mucosa with squamous metaplasia. There is no injury. Plethysmography - on (B)(6) 2007: plethysmographic study report: right lower limb: normal deep venous system. Left lower limb: normal deep venous system. Conclusion: bilateral normal deep venous study. Red blood cell count (4.20 - 6.10 10*6/ul) - on (B)(6) 2017: 3.97 10*6/ul; on (B)(6) 2017: 3.97 10*6/ul. Ultrasound doppler - on (B)(6) 2015: venous doppler of the lower left limb: findings: deep venous system from the common femoral vein to the posterior tibial, permeable, compressible and without signs of thrombosis. In both lower limbs arch and patent internal saphenous vein and without signs of insufficiency with the valsalva maneuver, in both lower limbs. Ultrasound pelvis - on (B)(6) 2016: uterus in anteversion, regular. Essures well located. Hyper-refringent left adnexal formation of 31 mm compatible with hemorrhagic body vs teratoma; on (B)(6) 2016: transvaginal ultrasound: uterus in anteversion with endometrium in triple line, normal adnexa. Left ovary without abnormal images, 19 x 12 mm, no free fluid, essures well located; on (B)(6) 2017: transvaginal ultrasound: ovaries without pathological images. Uterus not visible. Oviduct with nonspecific changes, endometrium and neck without particularities. Total hysterectomy with bilateral salpingectomy, two intratubal devices are identified. Urine analysis - on (B)(6) 2009: combur test: leukocytes +++, blood +++, the rest negative. X-ray - on (B)(6) 2012: lumbar x-ray: l5-s1 pinched. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2022: reporters added; patient information updated; essure insertion date updated; lab data updated; adverse events "varicose veins / varicose veins lower limbs", "hematuria", "voiding syndrome", "dysuria", "frequent urination", "pain at the level of the left hypochondrium", "diarrheal stools", "lumbosciatica / low back pain", "asthenia repetition", "oral herpes episodes", "anaemia", "intestinal cramps", "sacroiliitis", "vaginal discharge with a foul odor" added to the case. Swelling nos was clarified as abdominal swelling. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("blood circulation issues"), coital bleeding ("vaginal bleeding during intercourse") and dyspareunia ("dyspareunia"). The patient was hospitalized from (B)(6) 2017 to(B)(6) 2017. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, cardiovascular disorder, coital bleeding and dyspareunia outcome was unknown. The reporter considered cardiovascular disorder, coital bleeding, dyspareunia, hypersensitivity, pelvic pain and swelling to be related to essure (ess205). The reporter commented: initial report was received on (B)(6) 2020. Discrepancy: essure removal on (B)(6) 2011, but discharge letter of (B)(6) 2017 (also in follow up essure removal year reported as 2017). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("blood circulation issues"), coital bleeding ("vaginal bleeding during intercourse") and dyspareunia ("dyspareunia"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy on (B)(6)2017). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, cardiovascular disorder, coital bleeding and dyspareunia outcome was unknown. The reporter considered cardiovascular disorder, coital bleeding, dyspareunia, hypersensitivity, pelvic pain and swelling to be related to essure (ess205). The reporter commented: initial report was received on (B)(6)2020. Discrepancy: essure removal on (B)(6)2011, but discharge letter of 9-nov-2017 (also in follow up essure removal year reported as 2017) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: initial report was received on 13-mar-2020 from consumer via health service. Plaintiff was 30 years old. She had no relevant medical history. Essure was implanted in (B)(6) 2007 for contraception (essure formulation changed from ess305 to ess205). Discrepancy: essure removal on (B)(6)2011, but discharge letter of (B)(6)2017 (also in follow up essure removal year reported as 2017) on 14-may-2021: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("blood circulation issues"), coital bleeding ("vaginal bleeding during intercourse") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy in 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, cardiovascular disorder, coital bleeding and dyspareunia outcome was unknown. The reporter considered cardiovascular disorder, coital bleeding, dyspareunia, hypersensitivity, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.